Event description:
Customer initially reported device cracked at boxlock. (B)(6) 2015 doctor reports that one of the blades cracked off, and the other part of the device punctured his right thumb. Wound treatment with peroxide, antibiotic ointment, bandaid. No problem with healing.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.